Event description:
On (B)(6) 2012, the reporter contacted animas to report an intermittent power issue with the pump. She stated that the battery cap was loose for "a couple days" but was unable to confirm that the battery cap and/or battery compartment was damaged since the pump was not available at the time of the call. There was no reported patient impact associated with this complaint. There was no indication that the pump caused or contributed to an adverse event. Based on the provided information, this complaint is being reported because the intermittent power issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has received the pump involved with the complaint on (B)(4) 2012 but have not completed investigations at this time. A supplemental report will be submitted once the investigation is completed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated rebooting had occurred. Visual inspection revealed damage battery compartment threads and stripped battery cap threads. The battery cap returned with the pump was unable to maintain an electrical connection. Power loss/reboots were duplicated. A test battery cap was used to complete investigation. The test cap does not sit properly on the pump but was able to maintain an electrical connection. The pump was exercised for 24 hours with no further power issues occurring.